Event description:
It was reported that the patient was admitted to the hospital with ongoing pump stops on batteries and an ungrounded patient able. The patient had been having intermittent pump stops on ungrounded power sources for a couple months. The patient was being worked up for potential pump exchange. A review of the log files found intermittent low speed and pump stop events on (B)(6) 2022 at 06:37 - 09:49. It appeared that the short to shield had matured into a phase to phase short with pump stops possible on any power source. The patient underwent a heartmate ii to heartmate ii pump exchange on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the low speed and pump stop events captured in the submitted log files. (B)(6) was returned assembled with the driveline cut approximately 2 inches from the pump housing. The severed portion of the driveline was not returned. The sealed inflow conduit and sealed outflow graft were not returned. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of any adhered or developed depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Visual inspection of the driveline revealed a breach on the green wire approximately 1 inch from the pump header. Following the visual inspection, the driveline was submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test revealed that the brown wire had a breach approximately 1.5 inches from the pump header. All other wires did not reveal any areas of current leakage in the insulation. The breaches in the wire insulation of the brown and green wires could have also resulted in a pump stoppage if the exposed conductors of any of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The wire damage could have also resulted in a pump stoppage if the exposed conductors of the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The relevant sections of the device history records for vad-21342 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26apr2021. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.